Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due unknown other non-product experience. Additional information obtained from the field which indicated that the lead was dislodged. No additional adverse patient effects were reported.